Manufacturer narrative:
(B)(4). S/w 4.11e. Retainer ring = black. On (B)(6) 2022, the customer alleged for stuck button alarm, insulin pump over delivery and hospitalized for low bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked case behind the pump at the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2022, found one bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 5 u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No stuck key alarms noted during testing, however, a stuck key alarm was found in the pump history on (B)(6) 2022 at 05:17:20 and (B)(6) 2022 at 20:08:32. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.1mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification and the motor functioning properly. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to a hypoglycemia event. The blood glucose value at the time of the event was 25 mg/dl. The current blood glucose value was 162 mg/dl. The customer was treated with glucose tablets and glucagon. No further patient complications were reported. The customer also reported that they received a stuck button alarm which leads to possible over-delivery. The customer stated that they have been using the insulin pump within 48 hours of the reported incident. The auto mode feature was not active at the time of the incident. The insulin pump will be returned for analysis.